Event description:
The patient reported bottom middle teeth are moving sideways. It started when patient switched to aligners 11. In addition, the patient reported middle teeth moved forward.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.